Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that in cardiosave intra aortic balloon pump(iabp) drive pressure regulator was found to exceed during pre-delivery check. There was no patient involved.